Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced pelvic pain, discomfort with prolonged sitting, pain between the urethra and vagina, mixed incontinence, urinary tract infection, abdominal pain and frequency. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.